Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedure cystoscopy due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, and dyspareunia.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn if additional information is received a supplemental report will be submitted.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence and dyspareunia.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) at (B)(6).